Manufacturer narrative:
(B)(4). The complaint device was discarded by the hospital and was not returned to fisher & paykel healthcare (fph). A sample 900mr190 waterfeed set from the same batch was however provided for analysis. The investigation was carried out using the information provided by the hospital and testing of the sample 900mr190. Method: the sample 900mr190 waterfeed set was connected to a water bag and tested for clamp function. Results: the clamp operated as intended. No water flowed through the waterfeed set tubing when the clamp was placed in a closed position. A lot check revealed no other complaint of this nature for lot number 090311. Conclusion: the 900mr190 waterfeed set allows the user to control filling of a chamber using a self-closing clamp mechanism initially set open via a pin. To use the device, the pin is removed and the clamp is set in a self closed position. To allow filling of the chamber, the clamp is squeezed open. There was no fault found with the sample 90mr190 waterfeed set. Without the return of the complaint device, we are unable to confirm the reported fault or determine the root cause of the issue. It is possible that the incident may be related to incorrect use of the clamp. Our user instructions which accompany the device state the following: "after filling the respiratory device, place the container of solution below the respiratory device"; "release the clamp to the closed position. Ensure water flow has stopped". A review of our complaint records shows no other complaints for the product 900mr190 waterfeed set.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that during set up of a waterbag, the 900mr190 waterfeed set clamp did not control the flow of water causing the water to empty into the chamber and overfill. It is important to note that this occurred prior to patient connection and no patient consequence was reported.